Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. The next morning the pt bent over, at which time he felt a stinging sensation in his right groin. The pt then noted a 2 cm diameter hematoma at the puncture site. Manual pressure was held for 8-10 minutes followed by the application of a sandbag, with hemostasis achieved. Later that day the pt's hematoma was noted to have softened, his pulses were present, and he was discharged home without sequelae.